Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with sterile fiber under the left eye flap 2 days after treatment. The patient had a flap lift and rinse performed to remove the fiber. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints.